Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative reported that the line power light extinguished and battery charge indicator on image acquisition system (ias) was not on. Upon testing it was determined that the line power fuses were open. Replacing the fuses resolved the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect fuses have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, the din rail fuses were open. There was no patient present at the time of the issue.